Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had been having high blood glucose. Customer's blood glucose went up to 452 mg/dl. Customer tried to bolus again and was receiving a motor error. Customer's current blood glucose was 117 mg/dl. Customer was going home to grab manual injections and also felt nauseous. Customer reset the pump and reprimed the line. Customer was able to deliver insulin after doing that twice. Customer stated that every now and then she bumps the pump and it falls out her pocket. Customer was able to get through the error. Customer stated that she is able to complete the rewind sequence. Customer mentioned there was moisture in the reservoir compartment and that it has been humid. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.